Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a low reading on an adc blood glucose meter. Customer reported a reading of 60 mg/dl which was lower than laboratory reading of 208 mg/dl. Results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. Dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and omni test strips. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading on an adc blood glucose meter. Customer reported a reading of 60 mg/dl which was lower than laboratory reading of 208 mg/dl. Results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.